Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture and residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vtich_13.2 implantable collamer lens of 0.50/6.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was removed intraoperatively due to excessive vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).